Manufacturer narrative:
The customer reported receiving an exchange tele from ticket (B)(4) and they're still unable to see the heart rate (hr). The unit is on a simulator and still not displaying the hr. Technical support (ts) asked the customer to release channel 9382 and test it on another unit's sector for channel 9126. When the customer did this, the unit displayed the hr. The issue appears to be with the receiver card on the org. There are 5 devices being used and 3 are not. The customer will try to find the org and call back with more information. It is unknown whether the unit was in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. UDI related data quality updates corrected information: d4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported receiving an exchange tele and they're still unable to see the heart rate (hr). The issue appears to be with the receiver card on the org. There was no patient injury reported.

Event description:
The customer reported receiving an exchange tele and they're still unable to see the heart rate (hr). The issue appears to be with the receiver card on the org. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported receiving an exchange tele from ticket (B)(4) and they're still unable to see the heart rate (hr). The unit is on a simulator and still not displaying the hr. Technical support (ts) asked the customer to release channel 9382 and test it on another unit's sector for channel 9126. When the customer did this, the unit displayed the hr. The issue appears to be with the receiver card on the org. There are 5 devices being used and 3 are not. The customer will try to find the org and call back with more information. It is unknown whether the unit was in patient use at the time. Investigation summary as the device with the reported issue was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.